Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had "low power". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.